Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket in drawer five would not open or eject or stick in the tray. A field service engineer investigated the issue and found a pocket with a broken lid, then assisted with moving, unloading, reloading, and reassigning medications in the affected pocket. The hospital needed to replace the cubie, after relocating the medications to different pockets, the device functioned as expected. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height cubie failed to stay closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.